Event description:
In 2005 the target lesion was highly calcified and was located in the non-tortuous, proximal left anterior descending artery (lad). The vessel has not been predilated. The taxus express2 2.75 x 12 mm drug eluting stent was advanced but would not cross the lesion. When the stent was withdrawn the stent strut damage was noticed. There were no reported pt complications. The procedure was completed with a different device.